Event description:
Boston scientific crm received information that this atrial lead dislodged. During the lead revision procedure, the lead was explanted and successfully replaced with a new lead. Additionally, the lead was damaged during the explant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed 20 cm from the terminal pin. The proximal section of the 45 cm lead was returned. The coils of this section were compressed at 11.5 cm from the terminal pin, most likely from a grasping tool. The reported lead damage was confirmed; however, lead dislodgement cannot be confirmed in a laboratory setting.